Manufacturer narrative:
During further troubleshooting it was identified pt had entered 80 carbs and had not eaten enough to cover what for insulin delivery.

Event description:
Received info stating pt was experiencing low bg's.